Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received three unused i.d 5.5mm, catalog#: 61110055 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 5.5mm and work order #: (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: two units confirmed for broken product and one unit confirmed for hair in package. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided was inspected and found not meeting our inspection criteria. For the hair in package issue has been investigated previously to address the confirmed complaint and documented in the CAPA system. However, related personnel will be informed for product broken issue and appropriate corrective action will be taken to prevent future recurrence of similar type of defects. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that during incoming inspection "found product broken."